Event description:
Complainant alleged that during biomed testing,, the device failed to allow the associated defibrillator to display a "test ok" message. Complainant indicated that there was no pt involvement in the reported malfunction.